Event description:
Patient received intubated post operation with 6.0 endotracheal tube (ett) at18 at the lip. Bs coarse requiring high peak inspiratory pressures (pip) 30-32 to obtain safe spontaneous minute volume adjusted for patient weight (vte/kg) 6. Vss hr 147 rr 16 spoo2 100% attempted to pass suction ballard catheter and unable to pass, registered respiratory therapist (rrt) called to bedside. I moved ett out of corner of mouth to center mouth to assure patient not biting ett. Still unable to pass suction catheter. Patient's head repositioned to hyperextension and able to pass ett.